Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was exhibiting a loss of pacing and capture and the physician was unable to telemeter the ICD. In addition, the ICD did not respond to a magnet application. The ICD was removed and replaced.